Event description:
Baxter conducted a batch review and observed no abnormalities during the manufacturing process and quality inspection. In review of the process, the MFR determined root cause was due to the coiled sets tubing by the centering gripper. The result was insufficient solvent application on the tubing by the centering gripper. The result was insufficient solvent application on the tubing end before insertion into the drip chamber tubing port between the bands. To enhance the grip effect of the tubing position, a new tubing center gripper design was validated. Implementation of this occurred in august 2004.

Event description:
The nurse was spiking the clearlink tubing for delivery of a chemotherapeutic medication when the tubing leaked and sprayed medication. A hole was noted in the tubing near the drip chamber.